Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose was unknown at the time of the incident. Patient¿s current blood glucose was 105 mg/dl. The customer reported that he has cracks around his battery and reservoir compartment area. The customer was advised to hold down act until they receive second series of beeps or numbers appear on the display. The troubleshooting determined that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test or verify prime/fill anomaly due to compromised forced sensor system alarm. Insulin pump received with partial broken reservoir tube lip and cracked battery tube threads noted.